Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch ultra blue test strips. The complaint was classified based on the customer service representative (csr) documentation. The medical surveillance specialist requested the csr follow-up with the patient to obtain additional information, however the patient refused to answer any further questions. The patient stated that the alleged issue began on (B)(6) 2018 at 9:30am when she noted that the test strip was ¿peeling¿. The patient did not provide what medications she usually takes to manage her diabetes, or whether she had made any changes to her usual diabetes management routine in response to the reported issue. The patient claimed experiencing symptoms of ¿dizziness, light-headed and passing out¿ approximately 5 minutes after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that more than 1 test strip in the vial was affected. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.